Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the customer that the product was used in a normal manner. However, on removal of the device over-the-wire, the atrumatic tip parted from the device and stayed distally on the wire. Once the wire was removed, the tip was noticed to be attached to the wire and was removed on the wire. Additional information received from the sales rep on 1/15/09 states that the "atrumatic tip" was the black rubber tip which appeared to adhere to wire, distal to device on removal of wire, it was noticed that there was a piece of black rubber hanging onto wire. There was no injury to patient.